Manufacturer narrative:
(Describe event or problem) was corrected.

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed user advisory (ua) 18 (max take-up revolution exceeded). The customer replaced the lifeband to troubleshoot the issue, but the ua18 advisory message persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua)18 (max take-up revolution exceeded)" was confirmed in the archive data but was not confirmed during functional testing. The autopulse platform passed all tests and performed as intended. The returned autopulse platform was visually inspected, and no physical damage was observed. The archive data review showed multiple ua18 advisory messages on and around the customer's reported event date, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the initial functional test without any fault or error. In addition, the autopulse passed a run-in test using a large resuscitation test fixture (lrtf) without any issues, unable to replicate the customer's reported complaint. Zoll is awaiting the customer's approval for repair.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 18 (max take-up revolution exceeded). The customer replaced the lifeband to troubleshoot the issue, but the ua45 advisory message persisted. No patient involvement.